Event description:
It was reported that during multiple procedures at the user facility the cast cutter was overheating. The procedures were completed successfully. No clinically signifcant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during multiple procedures at the user facility the cast cutter was overheating. The procedures were completed successfully. No clinically signifcant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. The device was found to have an output shaft assembly failure. The device was repaired and returned to the user facility.